Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk and failed engagement during in-house testing. A visual inspection was performed, and no grip misalignment was observed. The clip was able to be installed on the grip tips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations not reported by site: the instrument was found to have grip input disk #7 broken into pieces inside the housing. The instrument was found to have hairline cracks on input shafts #6 and 7. Bearing corrosion was observed. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw input failed to engage with the in-house system's sterile adapter during multiple attempts. The instrument was found to have corrosion in the bearings. The grip and pitch input disk bearings have oxidation, characterized by orange discoloration. Corrosion developed along the outer ring on the bearings.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip was completely unclipped when the instrument was removed. The incident occurred on the 1st clip application. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.